Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left coronary artery. A 28 x 2.25 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was dislodged inside the patient. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified. The stent was still attached to the balloon and could not reach the lesion. The physician pulled the device directly and found that the stent fell off.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6)

Manufacturer narrative:
(B)(6). Device evaluated by MFR: promus premier ous mr 28 x 2.25mm was returned for analysis. A visual and tactile inspection identified a small section of the stent was crimped onto the distal end with the remaining stent struts, from proximal towards the distal section was lifted and stretched. No issues were noted with the hypotube shaft. A microscopic inspection identified the stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The inner lumen was bunched and stretched, 6.4cm from the distal tip.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left coronary artery. A 28 x 2.25 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was dislodged inside the patient. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified. The stent was still attached to the balloon and could not reach the lesion. The physician pulled the device directly and found that the stent fell off.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was repord that stent dislodgement occurred. The target lesion was located in the left coronary artery. A 28 x 2.25 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was dislodged inside the patient. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.